Manufacturer narrative:
Other relevant device(s) are: product ID: 399930, serial/lot #: (B)(4), ubd: 08-jun-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient only had one side for coverage, and the lead on the right was very far to the right which required a revision which occurred on (B)(6) 2019. The representative jen gardella was notified at some point about this issue. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID 399930, lot# v008386, implanted: (B)(6) 2007, explanted: (B)(6) 2019. Product type lead. This event is no longer reportable as a standalone event, as it has already been reported in MDR 3004209178-2019-19519. See MDR 3004 209178-2019-19519 for further information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) indicating that the lead being very far to the right requiring a revision was referencing the already reported revision of the hinged lead in (B)(6) 2019. There were no other revisions planned or scheduled, and the rep reported this revision in (B)(4).